Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient had a revision to move the location of stimulation. The revision resolved the issue. The consumer later reported that the patient was in horrible pain because the ins didn't sit right or ¿hang right¿ when it was implanted. The consumer reported that the patient had revision surgery on (B)(6) 2020 to correct this and move the system down 2 vertebrae. The consumer noted that the patient met with a rep get high density settings on the ins. No further complications were reported.